Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 7.1 mmol/l compared to a lab result of 15.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated with returned test strips (lot 45001j006). The complaint was not confirmed and no new issues were observed. All results were within the range specification. The reading the customer reported was found in the internal memory log. Note: customer did not return the test strips they initially complained about (lot #45001h920 ) and instead returned test strips lot #45001j006, which were used for investigation. Additional investigation is pending and a follow-up report will be submitted when additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (45001h920) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.